Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a 1 level tlif to treat degenerative disc disease. It was reported that the tip of the tap broke off inside the patient¿s vertebral body during use. The tip could not be retrieved from the patient. No additional patient complications were reported.